Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error message on the carelink. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the device or not. The device will not be returned for product analysis.

Manufacturer narrative:
"Complaint summary: user reported difficulty with network errors while uploading. Investigation/testing summary: an attempt to reproduce the issue was performed on a dell precision 7560 windows 11 enterprise and carelink uploader 3.11.0. Issue was not reproduced. Carelink support team investigated and confirmed through database logs that there were upload logs making it difficult to determine the cause or source of the issue. Shared the following inquiries and suggestions with helpline: no upload logs are visible in the database, indicating a potential network issue between the user's computer and carelink. Asked about the user's ability to access the carelink website and successfully log in. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00113968. (Most likely) root cause: most likely a local operating system fault on user's device based on description of symptoms. Analysis summary: we are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Esf number: afc code: fb35af other device setting issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.